Event description:
It was reported that the atrial lead had positional change in sensing and loss of capture. The lead also had unstable thresholds. The patient was taken to cath lab for lead revision; sensing and thresholds were normal at the time and physician aborted the procedure. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2013. (B)(4).